Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease. Medical intervention was not specified. Additional information is needed for further clarification and assessment of the reported allegation. However, at this time we are unable to obtain additional information due to lack of customer contact information. If pertinent information becomes available to the manufacturer at a later date, an addendum to this report will be filed.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney and respiratory failure. Medical intervention was not specified. The pms assessed this case and as far as the reported harm it has been assessed as not related to the device in this case. So it has been deemed that the manufactured device may not cause or contributed to death or a serious injury. This information has been updated and this report has is being filed to correct that information. The manufacturer is unable to make attempts to obtain additional information due to insufficient information related to: timeline of events, relevant past medical history, and medical intervention information and device information and status. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972, z-1973, and z-1974. H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.